Manufacturer narrative:
H3 the product pertaining to this complanint was not returned for evaluation. However the lens was returned and visual inspection showed that the lens haptic and optic were torn.

Event description:
The reporter stated the surgeon attempted to insert a 24.5 diopter cq2015 three-piece collamer lens. The plunger tore the back haptic off. No pt contact or injury. Surgery was completed with another lens. The cause of the back haptic tearing off was due to the mouth of the injector being sharp and does not protruding out of the cartridge tip far enough.